Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with a dislodged right ventricular lead. Physician attempted to reposition the lead on the same day, but the lead helix would not retract. The lead was then exchanged for another. Patient was stable after the procedure.

Manufacturer narrative:
Correction ¿ g4 ¿ the awareness and event dates should have been 5 feb 2021 and not 8 feb 2021.

Event description:
New information received noted that patient actually presented on (b)6) 2021 with crosstalk over-sensing on their right ventricular lead, leading to the discovery of the lead dislodgement on (B)(6) 2021.

Event description:
New information received noted that the lead also failed to extend.

Manufacturer narrative:
Analysis was normal. No anomalies were found.